Manufacturer narrative:
The device history records for the sam 450p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 450p passed ¿out qat from heartsine technologies on the (B)(6) 2017. Upon receipt the device could not be powered on, as per the reported fault. The fault was attributed to a broken track 13 (on_button) on the membrane pcba. The broken track 13 (on_button) had resulted in no connection on this line and the subsequent failure of the device to power on as witnessed during the investigation. The fault could not be replicated when the broken section of track was bypassed using a wire link. This would confirm the reported failure had been due to the broken track. Information from the history log showed the device was power cycled a total of 13 times between the date on installation on the (B)(6) 2017 and the (B)(6) 2018. This would indicate that there had been continuity on track 13 (on_button) up to this date. No further manual power ons were recorded for the remaining 17 months in service which would suggest the track had became open circuit after this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 450p.

Event description:
Device doesn¿t turn on. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device doesn¿t turn on. There was no patient involved in this event.